Event description:
The manufacturer's service technician reported during device repair a 35v supply failure occurred. There was no patient involvement.

Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. The power management (pm) pcba was tested and no failures were identified.